Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery faults, charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge, battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. One of the battery tri-cells was depleted. The root cause of the depleted cell was unable to be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't last 24 hours) has been confirmed. As received, the monitor was resetting. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device manufacture date: monitor: 04/16/2015, charger: 03/07/2013, battery pack: 02/16/2016.

Event description:
A us distributor reported that a patient's battery pack and charger were producting faults and that the battery did not last for 24 hours in a monitor.